Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding implantable neurostimulator. The reason for the call was the caller stated that they went to emergency room since they think that they put the intensity too high and they are in a lot of pain. Caller stated that they need assistance on adjusting the settings. Agent walked the caller on increasing and decreasing the settings based on their comfortability and on how to change the group. Agent advised to monitor if they will be feeling any relief and redirected to their hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Caller reports she needs a medtronic rep to be at her appointment tomorrow with her doctor (hcp). Caller reports she is having excruciating pain, started about 3 days ago and needs a reprogramming. Redirect caller to patient's hcp. Additional information was recieved from the patient. Patient called back in asking if a rep can come to their home to re-calibrate their stimulation. Patient stated they are hurting really bad and repeated how they had the stimulation up too high and it was creating cramping between their thighs. Patient stated when they lowered the stim back down, their back started to hurt so bad they went to the emergency room. Patient stated they have stim at 1.5 but they are still in pain. Agent reviewed role of rep and redirected patient to healthcare provider.